Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent check, the device showed half a year remaining battery life. As of this time, this device remains in service. No adverse patient effects were reported.